Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there are 3 holes on the balloon. There was no patient injury.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all samples passed qa inspection. Investigation was conducted through DHR review. According to the complaint description, it was reported that there are 3 holes on the balloon. This suggest that the balloon experienced leaking issues considering the presence of holes mentioned in the complaint. No actual or representative sample was returned for investigation. However, it is believed that the balloon may have been poked with sharp object and initiated the tear that lead to the balloon leak therefore, this complaint could not be confirmed as stated.

Event description:
It was reported that there are 3 holes on the balloon. There was no patient injury.